Event description:
The user has no hearing benefit with the device. It is not clear when this started as the user is non-verbal. The parent did not notice an obvious change in hearing.re-implantation has been recommended and will take place when the date has been confirmed after the pre-surgical tests.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Additionally, an increased ground path impedance was observed, which is likely caused by bone growth around the reference electrode contacts. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing benefit with the device. It is not clear when this started as the user is non-verbal. The parent did not notice an obvious change in hearing.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device and subsequent device minute mobility. Additionally, observed increase in ground path impedance was likely caused by bone growth around the reference electrode contacts. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user has no hearing benefit with the device. It is not clear when this started as the user is non-verbal. The parent did not notice an obvious change in hearing. Re-implantation has been performed. It was stated in the device explantation report that concerned reference electrode was found integrated to the bone.